Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information from a nurse in the USA of a patient who made a mistake/touch contamination/did not wear a mask and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unreported date, the patient made mistake, touch contamination occurred, and the patient did not wear a mask. On (B)(6) 2011, the patient was diagnosed with peritonitis. Treatment was not reported. The outcome for the events of the patient made a mistake/touch contamination/did not wear a mask was not reported and the peritonitis was resolving. Dianeal therapy was ongoing. The nurse stated that the cause of peritonitis was the patient made a mistake, touch contamination occurred, and the patient did not wear a mask. An opinion of causality for the event of the patient a made mistake/touch contamination/did not wear a mask was not provided. The nurse stated peritonitis was not related to dianeal therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11f08064, h11h02022 and h11j17035 and no exceptions were observed that were related to the reported condition. The problem was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint.